Manufacturer narrative:
No additional information was received. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted to technical services for routine analysis when the patient was seen for back pain. Upon review, technical services found multiple no external power alarms while the device was attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. It was suggested that this may have occurred due to the power cord coming loose from the connection with the mpu or wall outlet, or from power loss to the patient's house.

Manufacturer narrative:
Section d6a: correction. Date of implant is not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file (ac150812) was submitted for review with events spanning approximately 10 days (04dec2021 ¿ 15dec2021 per timestamp). The pump was at a fixed speed of 10400 rpm with a low speed limit (lsl) set to 10000 rpm. Intermittent no external power alarms were active on 19oct2021 from 17:48:17 ¿ 17:53:00. This alarm occurred while connected to the mobile power unit (mpu) and appears to be caused by a loss of a/c power. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, and if the cause of the no external power event was known. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.